Manufacturer narrative:
Investigation summary: the event product was returned for evaluation along with a green fragment. Engineering was able to confirm the customer's experience of the fragmented cannula tip. The wall thickness was tested and the cannula met all specifications. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Although the exact root cause could not be determined, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The event product is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Ovary cystcy - "client set up this device to patient body. They use scope and see a small fragment of trocar in patient body. The fragment was moved from patient body. Patient status : "fine".